Event description:
A trilogy ev300 ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed calibration. The device's three-way solenoid valve, proportional valve (active exhalation control module (aecm)) and printed circuit board assembly required replacement to address the issue.